Manufacturer narrative:
On 12/30/2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for atrial fibrillation (afib) where hemostatic valve leak occurred. The sheath was replaced and the issue was resolved. The procedure was continued. The physician stated that the hemostasis valve was defective. It looked to be detached, but it is unknown whether the valve became detached during or before the procedure. The sheath was in the patient when this occurred. The sheath was promptly removed and replaced. No surgical removal required. No medical intervention was required. There was no report of patient consequence. Device evaluation details: device was inspected upon return and hemostatic valve was observed dislodged inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001462 number, and no internal action was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate the conditions observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for atrial fibrillation (afib) where hemostatic valve leak occurred. The sheath was replaced and the issue was resolved. The procedure was continued. The physician stated that the hemostasis valve was defective. It looked to be detached, but it is unknown whether the valve became detached during or before the procedure. The sheath was in the patient when this occurred. The sheath was promptly removed and replaced. No surgical removal required. No medical intervention was required. There was no report of patient consequence. The hemostatic valve leakage is an MDR-reportable event.